Manufacturer narrative:
Findings: unit was received with normal operating currents. Also passed self test, error test, rewind test, basic occlusion test and displacement test. Unit was unable to prime at 2.5 pounds during prime test due to faulty sensor resistor. No motor error alarm noted. Motor was tested outside of the device and passed. Unit had battery cap stripped battery cap coin slot, minor scratched lcd window, cracked lcd window, cracked case at display window corners, broken battery tube threads, cracked belt clips lot and cracked reservoir tube lip.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error as well as a motor position encoder error. The customer's blood glucose level was 220 mg/dl at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.